Event description:
According to the reporter, he has had 2 main problems with his scooter. The first problem involves the throttle according to the reporter. Reportedly, when the throttle is released the scooter momentarily stops, but then just takes off without warning. The second problem encountered by the reporter has been the difficulty in traversing inclines. According to the reporter, his new scooter has larger wheels than the previous model, but the same size anti-tip wheels. Reportedly, the new design is what lead to the reporter's accident. While going up an incline, the front wheels came off the ground, but since the anti-tip wheels are so small they failed to prevent the scooter from tipping over and landing on the reporter. The reporter did not seek medical care, but stated he was confined to bed for 2 days with pain extending from his hips to his neck. The reporter also feels the seat on the new scooter is located too far to the rear which increases the chance of tipping since the weight of the pt is not evenly distributed. According to the reporter, his old model scooter had a picture on it which indicated not to exceed a 15% grade. The new scooter has no such picture. Reportedly, in the owner's manual, a sentence states not to exceed a 5% grade. The reporter feels these problems need to be addressed before someone is seriously injured.